Manufacturer narrative:
Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. All attempts at regaining the connection were unsuccessful. The transduced inner lumen was used to monitor the patient¿s pressures on the cardiosave. The customer stated no harm to patient and no interruption of therapy due to the issue. We had them leave the fiber optic connector unplugged so the alarms would not continue. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.